Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii colonovideoscope. The scope tested positive for greater than one hundred (100) colony forming units (cfus) of pseudomonas aeruginosa. There was no report of contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a discolored area. There was no leakage, and the lens was not foggy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. The scope had been inspected prior to use. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. Pre-cleaning was performed according to the instructions for use. Pre-cleaning was performed immediately after the procedure. The time interval between the procedure and pre-cleaning steps was immediately after the procedure was complete. The scope was put on the table, cleaned, leak tested, manually cleaned and then into the soluscope series 3 paa automatic endoscope reprocessor (aer). Leakage testing was performed according to the instructions for use. An olympus leak tester was used, and the leakage testing was performed immediately after the scope is cleaned and put on the table. The leakage testing performed per the manufacturer instructions. Synergy detergent concentration was used, and immersion time was per the manufacturer instructions. The cleaning brush used for the instrument channel was the olympus single-use combination cleaning brush bw-412t which was disposed of after a single-use. It was unknown if the instrumental channel/ suction channel was repeatedly brushed until no debris was observed upon inspection of the olympus single-use combination cleaning brush bw-412t. The suction cylinder/ the instrument channel port was brushed until no debris was observed in the bristles of the brush. The correct size of syringe used to flush the device channels was sixty (60) cubic centimeters (cc). All channels were flushed with detergent. The biopsy valve, air valve, and suction valve were disinfected or sterilized by autoclave. Manual disinfecting was performed with synergy. The disinfectant used was within expiration date and minimum effective concentrations. The immersion time was per the manufacturer instructions. All channels were flushed with disinfectant. The air/water channel, suction channel, and auxiliary channel were flushed with alcohol. The detergent and disinfectant used was soluscope a, soluscope cln +, soluscope p, and sol ipa. The expiration date of the disinfectant solution used was december 2023. The endoscope and aer were compatible in the aer manufacturer¿s instructions for use. The minimum effective concentration of the disinfectant solution was being performed daily. The aer¿s disinfection process program was according to aer manufacturer¿s recommendation. Th aer¿s disinfection process program was a 32-minute cycle on cycle two (2). The air/water channel, suction channel, and auxiliary channel were flushed with alcohol. The endoscope was dried prior to storage. The endoscope was stored in the storage cabinet. The scope was not stored in the storage cabinet with insertion tube and universal cord hanging vertically. The storage cabinet was well ventilated. A tip protector was not used during storage.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.